Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surround lots. A visual examination of the retention samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The same user facility reported similar events for other devices with the same product code/lot# combination, see MDR's 1118880-2016-00152 and 1118880-2016-00154. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath is leaking around the cross cut valve while having a peripheral balloon in; blood loss was less than 250ml; the procedure was completed successfully; and the patient is doing well.